Manufacturer narrative:
Photographs of the concentrator were provided showing that the exterior of the cabinet is discolored in the area surrounding the inlet filter, and the regulator has broken away from the top of the product tank within the device. There is no evidence that a sustained burning occurred. This incident is being reported to the FDA out of an abundance of caution based on the available information, which indicates that an overheating event exited the shroud and lead to an over-pressurization of the product tank. This failure mode resembles that which has been previously identified and investigated. The investigation activities concluded that the failure is unlikely to occur when the system is operating under normal conditions or a single fault condition. Rather, the system likely has to experience multiple faults to result in the failure observed. Even though the failure is unlikely to occur, components of the irc5po2v concentrator have been updated to prevent potential recurrence of this issue. The subject concentrator was manufactured prior to implementation of these updates. Additionally, the device has exceeded its expected life of 3 years. This issue also resulted in a field correction to replace the pe valve assembly in impacted irc5po2v concentrators to reduce the potential for a failure that can, in infrequent instances (<0.0196%), result in a short duration and self-extinguishing thermal reaction. The subject concentrator falls within the scope of this field correction. The concentrator has been returned to invacare for inspection. Once the evaluation results are available, a supplemental record will be filed.

Event description:
The provider's technician reported that the irc5po2v concentrator produced a loud noise, it was noticed that no oxygen was coming out, and the unit started to alarm. He advised that the filter side of the unit is charred, and he believes the pressure regulator let loose and busted the cabinet on both sides. The technician advised that there was no personal injury or property damage.

Manufacturer narrative:
The evaluation of the concentrator was completed on 08/30/2021. It was observed that the tubing from the pe valve to the left sieve bed had deformed and developed a hole, which allowed sieve material to escape, causing charring on the cabinet. The tubing from the left sieve bed to the product tank was darkened and contained sieve material, which caused the regulator and product tank cap to fail. This resulted in deformation of the sound box and caused the cabinet to clam-shell open. The investigation findings and conclusions are consistent with what was previously identified.

Event description:
The provider's technician reported that the irc5po2v concentrator produced a loud noise, it was noticed that no oxygen was coming out, and the unit started to alarm. He advised that the filter side of the unit is charred, and he believes the pressure regulator let loose and busted the cabinet on both sides. The technician advised that there was no personal injury or property damage.